Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer experienced a high blood glucose level of 445 mg/dl the morning the report was made. Actual blood glucose level at the time of the report was 235 mg/dl. The customer used manual injections to bring down her high blood glucose level. She was hospitalized and her doctor reprogrammed her insulin pump. Since then she had high blood glucose levels. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.